Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 (mg/dl). Customer consumed carbs and sugar to treat bg level. Reportedly, the customer believed that the low bg was due to heat exposure and exercise.